Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had false positives. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned sample met specification as received by medtronic. Details regarding a visual inspection were not provided. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.